Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a perigee on (B)(6) 2009 and another MFR's product on an unk date to treat pelvic organ prolapse and/or stress urinary incontinence. Plaintiff's attorney alleged within months after the initial implant procedure, the plaintiff experienced complications including, but not limited to infections, chronic pain, subsequent surgery, mesh erosions, bleeding, dyspareunia, urinary and bowel problems, scarring, recurrence of prolapse, recurrence stress urinary incontinence, mental anguish and emotional distress. Plaintiff's attorney also alleged plaintiff suffered severe, debilitating, and permanent injuries.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.